Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii-IV. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with an unknown mentor gel breast implant experienced left-sided grade iii-IV capsular contracture postoperatively. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, catalog # 3505480bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.